Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed multiple times; no issues were observed with the cartridge or infusion set. Occlusion alarm was resolved. Blood glucose was 232 mg/dl.